Event description:
A customer reported that a system message displayed and locked during setup for a procedure. The pt was in the surgical suite and the peribulbar anesthesia had been administered when it was decided to cancel the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).